Event description:
It was reported that the patient experienced difficulties operating the pump and lifestyle changes with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new 12cm x 12mm spectra penile prosthesis (spp) was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Additional information.

Event description:
It was reported that the patient experienced difficulties operating the pump and lifestyle changes with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new 12cm x 12mm spectra penile prosthesis (spp) was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was provided that the patient could not operate the pump and there was a lack of dexterity.